Manufacturer narrative:
The device was evaluated, and the reported issue of no image was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: due to damage on the charge-coupled device unit, a foggy image occurred; due to a pinhole on the connecting tube, water tightness was lost; the universal cord and the switch box were dirty; the video cable was aged; and switches 1 and 4 had dents and were aged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during preparation for a diagnostic tracheoscopy procedure, the evis lucera bronchovideoscope presented with no image and the bending cover was damaged. The intended procedure was completed with a similar device without any delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 11 years since the subject device was manufactured. Based on the results of the investigation, the insertion section leaked during user handling which led to water invasion of the device. The water invasion caused an abnormality of the image sensor unit. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling device in accordance with the following section of the instructions for use: "leakage testing." Olympus will continue to monitor field performance for this device.